Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Test transmitter voltage was performed and passed. Pairing test with (B)(4) bluetooth device was performed and passed. There was no data log available to review. A bin file review was performed and transmitter error was found. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional e2: health professional - correction e3: occupation - correction g3: report source - correction h2: follow-up type - correction.

Event description:
Subsequent to the initial MDR, a correction is required.